Event description:
During prep procedures for open heart, pt's vital signs started deteriorating. Pt was being connected to hewlett-packard merlin monitor system to monitor vital signs. Pressure line started, ECG waveform, and pressure waveform displayed on monitor. During the process lines displayed, it was noted that the waveforms were not being displayed in the proper sector on the monitor. This caused confusion and led to short delay in treatment. It was discovered that the pressure transducer cables had been plugged into the incorrect pressure modules, which caused the incorrect sector display on the monitor. Further troubleshooting revealed two defective pressure interface cables, which at the time of the event, had not been connected to the monitor. Pt's condition prior to event was such that incorrect display was not related to pt death. Pressure tranducer interface cables from baxter healthcare- edward's division, used in conjunction with hewlett-packard pressure module, m1006b, and merlin ECG monitor, m1176a. It was determined by hewlett-packard customer engineer, and hosp bio-med engineering staff, that no device malfunction led to, or contributed to this event.